Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery (ata). After a guide wire crossed the lesion, a 3mmx20mm coyote nc balloon catheter was used for dilatation and to make the size bigger, a 4.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was used for further dilatation. However, on the first inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 4mmx20mm coyote es balloon catheter. No patient complications were reported.